Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:a review of the black box showed evidence of a sudden voltage drop leading to a call service 128 alarm, indicating a short battery life. The battery compartment and cap were undamaged and able to fit successfully. The rewind, load, and prime steps were performed successfully. All currents read above specifications. The short battery life issue was duplicated. The pump cover was removed to find moisture corrosion to the continuous glucose monitoring module and to the printed circuit board. The continuous glucose monitoring module was unplugged and all currents returned to specifications.